Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a loose ECG (electrocardiogram) connector on a printed circuit board assembly. Analysis also found handle on the lower case, upper case by media bay door, media bay door and printer drawer are broken.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.